Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was loose in the pocket due to weight loss. As such, the patient underwent surgical intervention on (B)(6) 2018, wherein the ipg was repositioned. It was also noted the physician electively explanted and replaced the ipg with a new one during the procedure.